Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16mm was returned for analysis. An examination of the crimped stent revealed damage to the centre of the stent. Strut segment 7 from the proximal end of the stent was lifted and bent back distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2018. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending. Following pre-dilatation using 2.0x20mm non-bsc balloon catheter, a 2.50 x 16 synergy¿ drug eluting stent was advanced but failed cross the lesion twice due to calcification. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.